Event description:
Pulsar 18 peripheral stent system was selected for treatment. The complaint instrument was intended to be implanted in the distal part of an previously implanted stent in the ostial sfa. During crossing the previous stent, resistance was felt and the stent was partially released without removing the safety tab and could not be removed. The stent was implanted at its current position. Another pulsar 18 was used to cover the target lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 124 mm. The shaft is severely kinked at two locations around the kink protector. Outside of the deformed zones the shaft diameters comply with the specification. Inside of the handle all components are correctly positioned. After reassembly, the outer shaft could be further retracted. The tip and the distal end of the retractable outer shaft shows no deformation or irregularities. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.